Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Do not take insulin doses too close together, often referred to as stacking insulin. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 374 mg/dl, with disorientation and extreme headaches that affected customers functionality at work. Customer addressed the elevated bg by multiple corrections bolus via the pump and manual insulin injection. Reportedly, the multiple correction bolus¿s via the pump resulted in the customer¿s bg decreasing to ¿low¿; although specific value was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.